Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: csf leaked from valve. Dr had to use baroque osv shunt. (During use on patient). (B)(4) 2014 additional information from the affiliate stated: the csf fluid drained from the ventricle and passed into the valve. The valve has a hard outer circumference and a soft upper area. It leaked where the soft part joined onto the hard part of the valve! Hope that makes sense. You have the faulty shunt, so if you clamp of the peritoneal side of the catheter and with a syringe push through some fluid into the valve you will see the exact spot from where it leaked. Hope that helps! When did the device problem occur: intra op.

Manufacturer narrative:
Upon completion of the investigation, the device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.